Event description:
On august 28, the user suddenly heard a loud sound comparable of a drill. She had to take off the speech processor as it was very loud. She was able to put it back the following day but again after a while she heard the same noise again. Since then, she had constantly heared that noise and therefore was unable to put the processor on.the user was reimplanted with a new deivce on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The investigation findings appear to match the content of the patient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On august 28, the user suddenly heard a loud sound comparable of a drill. She had to take off the speech processor as it was very loud. She was able to put it back the following day but again after a while she heard the same noise again. Since then, she constantly hears that noise and therefore is unable to put the processor on.